Manufacturer narrative:
The MFR rec'd the device and confirmed there was thermal damage to the ac inlet of the power supply which rendered it non-functional. There was also thermal damage noted to the rec'd non-respironics ac power cord which resulted in exposed wires. The MFR of the non-respironics power cord has been notified of the alleged event. The MFR concludes the reported event was likely caused by the use of non-respironics power cord. Labeling for the CPAP device instructs the user to use only respironics accessories. There is no pt harm associated with this report. The MFR concludes no further action is necessary.

Event description:
A durable medical equipment (dme) supplier reported that an end user plugged an ac power cord no supplied by the MFR (respironics) into a respironics dc power supply that was associated with a continuous positive airway pressure (CPAP) device, resulting in a thermal event. There was no pt harm or injury, and the device was not in use at the time of the alleged event.